Event description:
It was reported that the patient experienced a loss of analgesia. The health care providers were unable to aspirate fluid due to a kink/occlusion in the catheter at the lumbar site. A catheter revision was performed in 2008, and the patient outcome was reported as "recovered without sequela". The pump contained lioresal 2000 mcg/ml; clonidine 0.08 mg/ml and bupivicaine 10 mg/ml. The drug infusion model was programmed as simple continuous at an infusion rate of 0.6004 ml.

Manufacturer narrative:
Used for the catheter.